Manufacturer narrative:
Follow-up # 1. Date of submission 10/18/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/09/2013 with the following findings: the complaint of the blank display was not able to be duplicated; the pump powered on and the display was clear and legible. No defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a blank screen display issue. After receiving a low battery alarm, the patient replaced the battery but the issue persisted. The screen remained blank after a second battery replacement. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.